Manufacturer narrative:
An arjo investigator has examined the device and found it to be acceptable (cosmetically). The chassis had some scratched paint, and the mast cover and pivot cover had discolored paint scuffs on them. The color of the paint scuffs were consistent with the door frames. No covers were broken. The sling was also examined and found to be acceptable. All inserts were present on the clips, and all clips attached snugly to the spreader bar. No fraying was evident. The lift could not be fully function tested, because the dps spreader bar could not be reinstalled and tested. All other lift functions worked properly. Upon arrival, the dps spreader bar was completely detached from the jib. The arjo investigator removed the load cell/ pivot cover and found the audio plug/ set screw laying in the cover. The nut and washer were lying on top of the pivot bearing, and the dps audio plug had pulled out of the spreader bar with the wiring exposed. The manufacturer concludes the incident is due to the top nut coming loose due to an assembly error. The assembly process has been reviewed and the cause of the mistake identified (improperly torqued nut). Although procedures and work instructions were considered to have been adequate and well-implemented, they have since been amended and an additional verification check for this particular assembly area has been implemented. The customer's unit has been repaired and all other units at their facility checked and repaired, if needed.

Event description:
The cna was transferring the resident from his chair to his bed. When the resident was rotated over his bed, the resident and the bar fell approximately one foot onto his bed. The jib, hanger bar and lift stayed stationary in height and position. No injuries were reported.